Event description:
The pt had recovered from a broken right femur, was walking well when the steel femoral plate broke due to a probable defect or design flaw and caused a serious injury to the leg. The MFR claims not to have product liability coverage for the plate, never made mention of a warranty and admits that quality control testing isn't conducted on devices after production.